Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient who underwent laser assisted cataract surgery had eye pain. Upon follow up, patient did not move. Patient had a lot of anxiety and pain and therefore the treatment plan could not be finished.

Manufacturer narrative:
The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).